Event description:
It was reported to boston scientific corporation that a radial jaw 4 was intended for use in a procedure on (B)(6) 2025. Prior to unpacking the device, the outer bag was checked and an oily stain was noticed on the label near the protective cap at the tip of the cup. The oily blotch was also noted inside the packaging on the device. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device. Block h2: correction to d4 model number. Block d4 lot number has been updated based on additional information the was received on 09sep2025. Block h11: the returned radial jaw 4 was analyzed, and a visual inspection found the device was returned with the pouch unopen and the label had a greasy stain mark. The reported event was confirmed. Based on all available information, it is not clear what could affect the pouch. Manufacturing records were reviewed and no deviations within the manufacturing processes were found. Therefore, the "cause not established" was used to close this investigation as there is no evidence to identify the root of the greasy stain found in the pouch.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was intended for use in a procedure on (B)(6) 2025. Prior to unpacking the device, the outer bag was checked and an oily stain was noticed on the label near the protective cap at the tip of the cup. The oily blotch was also noted inside the packaging on the device. The procedure was completed with another of same device. There were no patient complications as a result of this event.